Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and reported event of broken tracheostomy tube was confirmed. The product is used in treatment. Product does not meet medtronic specification. A visual inspection was conducted and it was observed the flange is disconnected from the outer cannula as well as it was noticed the right and left hole of the cannula present damage. No corrective action is required, because no trend has been identified. The failure relates to the reported complaint event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tube was broken. The customer reported that there was no patient involved.